Event description:
The patient reportedly developed a hematoma following initial implantation. The patient was admitted into the hospital and stayed overnight.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further medical intervention was required. The patient reportedly is doing well and the patient remains implanted. This is the final report.